Event description:
The patient reported having syncope and falling. The patient indicated that their phone's electromagnetic interference disabled the defibrillator. The patient noted being in pain in the back area all the way up to the neck since the fall. The patient's physician was contacted and there was no not of syncope made to the physician by the patient. However, some episodes of supraventricular tachycardia and sinus tachycardia were noted to have occurred a few days before the visit. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 8637-20 neuro pump, implanted: (B)(6) 2010; 8709 catheter, implanted: (B)(6) 2006. (B)(4).